Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing tricuspid regurgitation. It was believed to be caused by the right ventricular lead. On (B)(6) 2019, a leadless pacer was implanted and on (B)(6) 2019, the right ventricular lead was explanted. Patient was stable.